Manufacturer narrative:
The reported issue was confirmed CAPA 2666889. The root cause is addressed under CAPA #2666889. Per CAPA #2666889 "the root cause is an incorrect tool used to manufacture the drain valve body component that is purchased by sub-tier supplier cpc and subsequently purchased by ryan herco for sale to bd. Cpc supplier completed actions to correct the drain valve body component 1186100c tool." During evaluation, it was found that the leak was from the drain valve. Drain valves were replaced. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be back in service. A risk, labeling, and DHR review are not required as the reported issue is CAPA related. Refer to the CAPA and sa for details and further actions. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water leak was found from the arctic sun device during use. Per review of wo on 22jul2025, there was no patient involvement. Per follow up information received via mail on 22jul2025, the device would be sent to imi. It has not resolved yet. According to imi, the patient was not involved.